Event description:
Complaint description: an olympus sales rep reported that following two recent flexible sigmoidoscopy procedures, two pts had to seek medical treatment for elevated white blood counts.